Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed with no difficulties noted. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co stirves to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a laparoscopic cholecystectomy on an unknown date the er320 clips were not secure. The clips were also spitting out of the device. A second device was opened to complete the case. There was no consequence to the pt.